Manufacturer narrative:
The original driver and screw containing fractured tip were returned. The complaint was confirmed. The fractured driver tip was removed from the screw to inspect the screw. The screw meets specification. The backup driver was discarded by the user and was therefore not reviewed. Device history records related to the event were reviewed. There were no non-conformances detected through the device history record review. A supplemental report will be filed if additional information is provided in the future.

Event description:
It was reported that during surgery using the msp metatarsal shortening system, the screw driver tip broke off into the head of the screw. The surgeon removed the entire screw containing the fractured screw driver tip. The surgeon implanted a second screw using a backup driver. The driver tip broke off in the head of the screw a second time. The driver tip was not removed. The screw remains implanted. The surgery was completed. No patient complications were reported.